Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an intermittent image with noise while using the 190 series of scope and the endoscopic image was not visible. The issue was found during preparation for use for a diagnostic endoscopy procedure. The procedure was cancelled without any health impact on the patient or adverse patient effects.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "no image was produced with the 190 series scope" due to the defective low voltage switching and printed circuit board could have broken due to the circuit board being affected by stresses such as heat or humidity. Olympus will continue to monitor field performance for this device.